Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating this issue.

Event description:
The customer stated that the alpha-fetoprotein (afp) method results with 2000 relative light units. The customer cannot use the advia centaur xp instrument for the method. It is unknown if there were any discordant patient results.

Manufacturer narrative:
The initial MDR 2432235-2016-00147 was filed on march 22, 2016. Additional information (02/26/2016): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse resolved the issue with the afp method by repairing the ring assembly. The cse returned to the customer site on march 18th and confirmed the afp method was performing within specifications. The cause of the afp method issue was due to a faulty ring assembly. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Additional information (04/15/2016): patients were not impacted by the issue with the afp method. The method could not be calibrated; therefore no patient samples or quality controls were processed. In an initial investigation by the siemens customer service engineer (cse), the fluid lines, air sample pump assembly, sensor board and plunger assembly were replaced. Further investigation indicated the sample diluter had to be replaced and the ring assembly moved up and down during rotation. The faulty parts were replaced. The instrument is performing according to specifications. No further evaluation of the device is required.